Manufacturer narrative:
Corrected data: this is to correct the initial submission section h6, health effect - clinical code: should have included the code 2227 for halos. Field below is updated: h6, health effect - clinical code: 2227 - halos. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the lens (iol) was explanted from the patient's left eye. The implanting doctor reported the patient was not completely happy with her vision after surgery over a four month period. There were no surgical complications. The clinic was trying to address the patient¿s pre-existing severe dry eye and corneal issues. The patient had a prior lasik surgery and has had episodes of dry eye over the years. The patient sought a second opinion from several local surgeons. A local surgeon explanted the jnj iol due to the patient experiencing blurry vision and halos. Reportedly, the symptoms were experienced soon after the implant. There were no complications such as capsule tear, vitrectomy or sutures. The patient is doing well. The explanted iol will not be returned to jnj as it was discarded by the doctor's office. No further information was provided.

Manufacturer narrative:
Section a, patient information: a4, a5: information unknown/asku. Section b3 date of event: the exact date is unknown. It was reported soon after the implant. Section h6- health effect - clinical code: 4581, this code was used for the reported a pre-existing eye issue. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information, however, it is not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.